Event description:
It was reported the patient had positive blood cultures for (B)(6). The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID d224trk bi-ventricular (bi-v) implanted: 2010-(B)(6), explanted: 2013-(B)(6); product ID 4193, left ventricular lead implanted: 2003-(B)(6), explanted: 2013-(B)(6); product ID 6947 implantable tachy lead implanted: 2003-(B)(6), explanted: 2013-(B)(6). (B)(4).